Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient experienced irritation at the implant site due to patients' anatomy. As a result, the patient underwent surgical intervention on (B)(6) 2022 to have their lead replaced. Patient now has effective therapy.